Event description:
The charge nurse made morning rounds to check on the condition of the child's indwelling needle and found that the needleless connector had fractured and the child needed a new indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.